Event description:
It was reported that during a thoracotomy procedure, on the second firing the surgeon noticed a few malformed staples. The surgeon over-sewed the area. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticiapted, but unavailable at this time.